Manufacturer narrative:
H.6 - results- 650 is based upon the evaluation of the user facility information & the returned photo; 213 is based upon the evaluation of the retention sample. H.6 - conclusions - 23 is based upon evaluation of the user facility information, the returned photo & the investigation results; 71 is based upon evaluation of the retention sample. The lot number is unknown for this complaint. The following are potential lot numbers and expiration dates for the reported product code: (ss-20lzp) (1) 151009b - 09/30/2020 (2) 1151014b - 09/20/2020 and (3) 151016b - 09/30/2020. The involved device was not returned to the manufacturing facility however a photo was provided by the user facility. Therefore, the investigation was based upon evaluation of user facility information and a returned photo and the retention samples of the above stated potential product/lot combinations. Visual inspection of the return photo of the actual device confirmed the reported complaint. Magnification in the photo of the actual device it was noted that the device had a cold slug/unmelted resin. Visual inspection of the retention sample of the potential lots revealed no defects. A machine history review was conducted with no relevant findings. A lot history file review for the potential lots was conducted with no relevant findings. Based on our investigation, the defect is potentially related. The machine mechanism where the defect would have occurred and simulation of machine worst condition confirmed that the possibility of creating this defect is very low. Further investigation was initiated and corrective actions have been implemented. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported the 20ml syringe leaked from the tip of the barrel. Follow up communication with the user facility reported the following: a leak was confirmed in the barrel tip part upon conducting the usual procedures (pulled the kcl from the syringe connected to the extension tube and was about to attach it in the syringe pump); and there was no patient involvement.